Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿handle with care. The impella catheter can be damaged during removal from packaging, preparation, insertion, and removal. Do not bend, pull, or place excess pressure on the catheter or mechanical components at any time.¿

Event description:
The user facility reported a 56-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that an impella cp pump came back across the valve during an unrelated defibrillation. After attempts to re-advance the pump were unsuccessful, the decision was made to replace the component. A new impella cp pump was placed for ongoing support. There was no patient harm related to the positioning issue.

Manufacturer narrative:
The investigation into positioning issues has been completed. The impella device was not returned for evaluation. The root cause of the positioning issue was use related to improper technique. The following have been reported incorrectly or missing from manufacturer device report 1220648-2023-05614 d6a and d6b revised from the initial submission in accordance with updated procedures. G1 reporting contact fax number missing.